Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complications are a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After the initial peg surgery, on (B)(6) 2018, the patient suffered from severe pain in the abdomen. The doctor suspected that there was free gas in the abdomen and decided to exchange peg/j-tubes the same day. The patient received new peg/j-tubing and was treated with unknown IV antibiotics and painkillers because of ¿expected pain¿.